Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the unit power light is staying on orange, and the suggested event was confirmed. Failure of the main board was recognized. The cause of the failure of the main board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the lcd monitor failed to power up beyond the orange power light emitting diode, with no power or image displayed on the screen. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.